Manufacturer narrative:
Event site postal code (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had checked the machine and it was being found that the machine is giving an alarm of "electrical test fails code # 50" with continuous beep sound. Then the fse had further reset the connections and dried the motor control pcb. After that the fse had again checked the unit and found no alarm is coming now and also performed all the clinical tests in which all the tests have been passed. Than it was being observed that the machine on system trainer for more than 2 hours in which the machine is working ok and also performed all the clinical tests in which all the tests have been passed. The equipment is being handed over to the customer in good working condition.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test fail code 50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a